Event description:
The rptr stated that she did back to back blood glucose tests with results of 60, 64 and 77 mg/dl. She did not have any symptoms. On followup, she gave another back to back test result. Tested within 5 mins, using different finger sticks, getting 50 and 118 mg/dl. Rptr checks confirmation dot for enough blood, but doesn't use color chart. Using new vial of strips and new control, results were in range 125 (94-141). The lifescan rep reviewed cleaning, coding, storage of strips and use of control solution.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8